Event description:
The patient presented to the physician with shortness of breath the following day of the implant procedure. A pneumothorax was verified by imaging. Physician placed a chest tube and admitted the patient. This resolved the issue.